Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a charged couple device failure. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to a pinhole in the channel tube, water tightness was lost. The electrical-connector was corroded due to water leakage. The acoustic lens was damaged. The distal end had a dent. Due to damage on the ultrasonic probe, displayed ultrasound image is defective with missing elements. Due to adhesive peeling around the bending tube, connection between the bending section and the distal end was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had leakage. Inspection and testing of the returned device found the display was black and there was no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.